Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. Home patient (hp) stated that a supply bag fell and became disconnected. The hp stated that the placement of the bag on the table was bad and so when the solution started emptying out, the bag fell and the weight of the fall disconnected the line. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during use, patient connected. Home patient (hp) stated that a supply bag fell and became disconnected. Hp then disconnected himself and turned power off/on to clear s/e 2240 followed by se 2367 ending therapy. Hp to notify peritoneal dialysis (pd) nurse (rn) of missed therapy. Proper procedures per the user manual were reviewed with the caller. No injury or medical intervention was reported. Product surveillance spoke with the hp on (B)(6) 2010 regarding the reported problem. The hp stated that there was nothing wrong with the supplies, but that the placement of the bag on the table was bad and so when the solution started emptying out, the bag fell and the weight of the fall disconnected the line. The hp did not notify the nurse because he ended therapy and thought it to be minor; the hp was advised to at least let the nurse know about the event. The hp was not sure which bag exactly disconnected but he threw everything away and started over with new supplies on his next therapy and has been fine since.